Event description:
Customer was completing a test run utilizing 3 prepared revogene group a strep test devices and 5 revogene mockpies. The customer reported that the instrument aborted the test run after smoke appeared from the instrument. The lid was difficult to open and the retention ring was very warm. The pies showed signs of melting. There were no injuries or laboratory damage reported. While there was no injuries or deterioration of health reported with this incident, this incident has the potential to cause a burn through accidental contact with the heated instrument components or melted pies. Impact of burns could range from minor severity to serious injury depending on the location and duration of contact. The inability to complete the test run could lead to an inability to prescribe necessary treatment. Symptoms could progress and the disease state may worsen.